Event description:
Patient reported low blood glucose that put him into a diabetic coma. A friend was unable to contact the patient so he called the police. The police broke in and found the patient unconscious on the floor, so they called the ambulance. Patient was treated with an IV of unknown contents while in the ambulance. Patient was treated and released from the hospital in 2005. While in the hospital the device was removed and patient is now using injection therapy. Patient stated they did observed an error code 11 (end of temporary basal rate), but does not remember setting a temporary basal rate. Patient was unable to retrieved any history because the batteries were removed. Patient is currently doing great.